Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Date sent: 05/01/2020. The following information was requested by the FDA medwatch program contact: kindly submit follow-up #3 for MDR 3008766073-2020-00003 with sufficient b5 information copied from MDR 30084766073-2018-00162 and advise when complete. B5 (copied from MDR 30084766073-2018-00162).

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced ongoing gerd symptoms that led to x-ray visualization of the linx device open. This led to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including hiatal hernia repair and linx device implantation occurred on (B)(6) 2015. Patient began experiencing gerd. Video esophagram on (B)(6) 2018 found that "the linx band is discontinuous allowing free esophageal reflux. Mild low-grade esophagitis suspected." Device explant due to the device opening occurred without issue on (B)(6) 2018. A replacement linx device was implanted at the time (model: lxmc15, lot: 16734).

Manufacturer narrative:
(B)(4). Date sent: 8/28/2020.

Manufacturer narrative:
(B)(4). This was originally reported under mw# 3008766073-2018-00162. Any additional information will now be captured under 3008766073-2020-00003.

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced ongoing gerd symptoms that led to x-ray visualization of the linx device open. This led to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including hiatal hernia repair and linx device implantation occurred on (B)(6)2015. Patient began experiencing gerd. Video esophagram on (B)(6) 2018 found that "the linx band is discontinuous allowing free esophageal reflux. Mild low-grade esophagitis suspected." Device explant due to the device opening occurred without issue on (B)(6) 2018. A replacement linx device was implanted at the time (model: lxmc15, lot: 16734).

Manufacturer narrative:
(B)(4). Date sent: 03/26/2020. Device analysis: the analysis found that the returned device had an exposed weld ball that slipped out of a washer of the adjacent bead. The through-hole diameter of the affected washer was measured with computed tomography (CT) and found to be greater than the specification. The exposed weld ball diameter was within specification. Overall review of the device function and dimensions, excluding the out of specification washer through-hole, show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. The remaining device characteristic's show no anomalies for a device that has been reasonably changed as part of the explant procedure. As the device was tested to 250g tensile force in production, it is presumed that a certain geometric combination of the weld ball and the washer hole resulted in the device separation in vivo. The DHR for lot 8413 was reviewed. No ncs, defects, or reworks related to the product complaint were found. Lot 8413 was an affected lot of the 2018 linx recall.